Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event. Model number/catalog number: sc-8336-50 serial number: (B)(6). Batch/lot number: 7094507 model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) patient developed an infection at the battery site. To address this, the patient underwent a revision procedure during which the implantable pulse generator (ipg) was explanted. The patient has a documented history of being prone to infections following previous procedures. It was not confirmed whether the infection was device related. Postoperatively, the patient is recovering well. In accordance with facility policy, the explanted device was retained by the facility and will not be returned. It was also reported that electrocautery was used during the procedure.